Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was placed in the patient's right neck, and prior to medication administration, it was found that the luer hub (brown) connector was broken. The cvc was removed. No patient harm was reported. The patient had been transferred out of ICU at the time of this report.

Event description:
It was reported the spring wire guide was placed in the patient's right neck, and prior to medication administration, it was found that the luer hub (brown) connector was broken. The cvc was removed. No patient harm was reported. The patient had been transferred out of ICU at the time of this report.

Manufacturer narrative:
(B)(4). The customer report of extension line/luer hub separation was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.